Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was not known. At the time of the report, the customer had not addressed bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.